Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was to be used for an esophageal variceal ligation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, no bands were able to be deployed from the speedband device. Additionally, no suction was produced and no "click", which identifies a band being deployed, was audible when the handle knob was rotated. The scope was withdrawn from the patient, the device was exchanged, and then the procedure was completed using another speedband superview super 7 multiple band ligator device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, suture, and ligator head were returned for evaluation. There was residue present on the device which is indicative of use. The evaluation revealed that all seven bands were deployed off the ligator head and only the white band was returned. Also, the ligator teeth did not present any damage. Additionally, the suture loop was intact and attached to the wire loop of the trip wire. Further analysis of the handle slot revealed that the tripwire was cinched (secured) in the handle assembly slot. Functionally, the handle knob was turned and an audible click was heard and indent was felt. The condition of the returned device was not consistent with the complaint that the bands failed to deploy, as the device returned with all seven bands deployed. Further evaluation revealed that the suture was unbroken, the trip wire had been properly secured in the handle slot and the ligator head teeth did not present any damage. Because no issue was found with the device and the functional evaluation of the handle assembly confirms that the device met specifications, the most probable root cause cannot be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was to be used for an esophageal variceal ligation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, no bands were able to be deployed from the speedband device. Additionally, no suction was produced and no "click", which identifies a band being deployed, was audible when the handle knob was rotated. The scope was withdrawn from the patient, the device was exchanged, and then the procedure was completed using another speedband superview super 7 multiple band ligator device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.